Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the alarm sounds and the display goes off due to faulty main board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the high flow insufflation unit alarm sounded, and the screen went off immediately after turning on the power. The issue occurred during maintenance; there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the alarm from the device and no image was displayed due to faulty main board. Confirmed alarm occurred due to shutdown (front panel off) caused by faulty main board. The device is designed to stop air supply when this failure occurs. Thus, over air supply would not occur after alarm went off. Olympus will continue to monitor field performance for this device.